Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was placed into MRI mode. After an extended amount of time in MRI mode the ipg reached end of life. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was regained in recovery.

Manufacturer narrative:
Section h7 - remedial action added. Section h9 - fsca number added. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Event description:
Based on information obtained, the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.